Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the physician completed two passes using the lightning and cat12. While moving the cat12 into the inferior vena cava (ivc), the lightning clogged, and the lightning unit indicator light was yellow. The lighting was then flushed using a 30cc syringe which cleared the lightning and the lightning unit indicator light turned green. Afterwards, no aspiration on the lighting was observed and the lighting unit indicator light was flashing red. Subsequently, blood and saline were running down the top and side of the canister. The micro hdmi cable on the back of the pump was unplugged to reset the system; however, the lightning indicator light was a solid red. Therefore, the lightning was disconnected. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the solid red light. Evaluation revealed that the lightning device did not power on when connected to the usb port on the back of the demonstration engine. The lightning housing was opened, and blood was observed on the circuit board and inside the housing. This typically occurs due to over pressurizing the device when attempting to flush the tubing. If too strong of a positive pressure is applied, the tubing may leak within the unit. If blood contacts the internal components of the device, the unit will likely become non-functional. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.